Event description:
Philips received a complaint from the customer on the v60 device indicating that the device is getting error message "check vent machine pressure sensor auto zero failed". The device was outside of use at the time of the reported event. There was no patient or user harm reported.

Manufacturer narrative:
B5 of initial report should have stated below: philips received a complaint from the customer on the v60 device indicating that the device is getting error message "check vent machine pressure sensor auto zero failed". The device was outside of use at the time of the reported event. There was no patient or user harm reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was advised to recheck the device's pin alignment, replace solenoids 2 and 4, and da-mc cable as a precaution. The customer will repair unit on their own. Also updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was advised to recheck the device's pin alignment, replace solenoids 2 and 4, and da-mc cable as a precaution. The customer will repair unit on their own. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.